Event description:
Senseonics was made aware of an instance where a patient using eversense cgm system went through a hypoglycemia event and it was noticed that the customer never received acoustic signals from the mobile phone. The vibration from the transmitter was never noticed by the customer.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. It was observed that the system correctly asserted the hypoglycemic alert. The lack of audible alert reported by the user can be related to the notification settings on the phone of the user, which are set by the user.no system malfunction was observed on the cgm system. The customer passed out and was taken to the hospital as the blood glucose level was very low. The healthcare facility took care of it. Customer is feeling well now.